Manufacturer narrative:
The reported events were extra cardiac stimulation and noise. A complete lead was returned in one piece for analysis. The reported event of noise was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of noise was, due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find an internal short between conductors. However, an open circuit was noted, due to procedural damage to the outer coil.

Event description:
It was reported, the atrial lead exhibited a history of oversensing noise. Which triggered, inappropriate mode switches. The atrial lead delivered extracardiac stimulation. The patient experienced discomfort and shortness of breath. The lead was explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2024-42182.

Manufacturer narrative:
Correction: the awareness date should be may 02, 2024 for the initial report, not may 01, 2024.